Event description:
Pt was an elbw infant of 26 wks gestation. She had been extubated to a nasal cannula and was doing well until 5-6-97 she deterioreted acutely with pallor, hypotension, and acidosis. She died within 2 hrs despite reintubation, CPR with chest compressions and drugs. Her pericardial sac was filled with haf fluid.